Event description:
It was reported that the patient resented in the hospital for a device change out due to normal eri. During dft testing noise was seen on the lead and resulted in inappropriate therapy. Insulation anomaly or fracture were suspected. Increased thresholds and a decrease in pacing lead impedance were also seen. The high voltage capabilities of the new device was turned off. Patient was fine and sent home awaiting on scheduling lead extraction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4).